Event description:
(B)(4). My device was provided by my insurer. Since I've had essure I've had pains in my back legs arms hands and lower abdomen. I also have had my teeth rotting out. I have numbness in my hands arms and legs and feet. I have pain in my neck. I get boils on my stomach all the time. I get cysts on my ovaries all the time. I get hives all the time. My periods are abnormal for example in (B)(6) of 2016 I started my period on (B)(6) then stopped on the (B)(6) then it started back up on the (B)(6) and lasted till (B)(6) of 2016 but before that I just started getting periods in (B)(6) of this year. I'm always itchy every where. I've gained a lot of weight. And also have a very large hernia in my upper abdomen.